Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block av requiring surgical intervention. During ablation, a heart block (degree-unspecified) was confirmed via electrocardiogram. A permanent pacemaker was implanted. Post-pacemaker, the patient was reported to be in stable condition and had returned to baseline. Patient required an overnight stay in the hospital to recover from pacemaker implantation. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition, as medical history includes bradycardia, syncope, and heart block.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/17/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for supraventricular tachycardia (svt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block av requiring surgical intervention. The device was visually inspected and it was found in good conditions. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).